Manufacturer narrative:
Piolanti, n., andreani, l., parchi, p. D., bonicoli, e., niccolai, f., & lisanti, m. (2014) clinical and radiological results over the medium term of isolated acetabular revision (2014, jul 31) the scientific world journal, volume 2014, article ID 148592, 7 pages http://dx.doi.org/10.1155/2014/148592. Received 31 july 2014; accepted 14 december 2014; published 28 december 2014. The product was not available for return. Without the opportunity to examine the complaint device, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article entitled, "clinical and radiological results over the medium term of isolated acetabular revision" the article addresses a complication of deep-vein thrombosis in one (1) patient which occurred during the in-patient stay. There has been no further information provided and the patient outcome is unknown.